Event description:
It was reported that during interrogation at implant the pulse generator, while still in the box, inappropriate measured data was exhibited; battery impedance of 3.9 kohms yielding an estimated longevity of 4-4.5 years. The device was not implanted and was returned for analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint could not be reproduced. Normal impedance and longevity values were measured at 0 and 37c; impedance < 1kohm and longevity of 9.50 - > 10 years.